Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. The access vessels were approx 7 mm in diameter, moderately calcified and mildly tortuous and came off the aneurysm laterally. It was reported that an amplatz wire was used in the case rather than a stiff wire. The vessel was not pre-dilated. A talent bifurcated stent graft was delivered and deployed without complication. When the physician attempted to deliver the contralateral limb, the device could not be advanced due to the vessel morphology and lack of a stiff wire. The device was pushed several times, and kinked. A shorter 14x20x90 mm talent limb was used to complete the case without issues. The device was discarded by the user facility. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: moderately calcified and tortuous iliac arteries.